Event description:
It was reported that this model of lead has exhibited a phenomenon in which the right ventricular lead impedance starts out very high, comes down during the case, then by the next day is in the expected range. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.